Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was unable to adjust stimulation and the display showed a "call your doctor" icon and 574 code. It was reported that the pt turned stimulation off prior to going to bed and when he tried to turn it back on in the morning, he got the 'call your doctor" icon and 574 code. The pt wondered if his wife having chemo and possibly radiation treatments would affect the ins. The pt has not had any remarkable electromagnetic exposures.